Manufacturer narrative:
A ge rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.

Event description:
The customer reported the system displayed an error message that said, "stuck, no fluoro, please reboot unit," and nothing happened. This is descriptive of a system lock-up. There is no report ID patient injury.